Event description:
Subject underwent administration of yttrium y90 for hepatocellular carcinoma on (B)(6) 2013. Subject was admitted after y90 administration for c/o abdominal pain (10 out of 10 on pain scale). Subject was evaluated by CT scan. Findings indicate: no definite findings to explain abdominal pain. Subject was discharged home on (B)(6) 2013.